Manufacturer narrative:
(B)(4). Date sent: 11/11/24. D4: batch #unk. Additional information was requested, and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? If no, ask staple line issue questions if yes, was the staple line complete? No. Did the device cut? No. If yes, was there any issue with the cut line. N/a. Was there any difficulty opening the device jaws?=>no. If yes, what steps were taken to open the jaws. N/a. If the jaws could not be opened, how was the device removed. N/a. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that during a thoracoscopic lobectomy, the device locked out at the 1st firing. It was used on blood vessel. The nurse commented that the cartridge was harder to install than usual. Another device was used to complete the case. There were no adverse consequences to the patient. One pve35a and one vasecr35 will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for japanese customer.

Manufacturer narrative:
(B)(4). Date sent; 11/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 11/25/2024. D4 batch #940c53. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10 and with scratches noted in the reload pan. The device was tested for functionality in the straight position with the returned reload and it was difficult to load the returned reload into the returned actual device, hard force was used to fully seat the reload in to the device, the device achieved its complete firing sequence, the staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the cartridge installation problems. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 940c53, and no non-conformances were identified.